Event description:
Clinic notes dated (B)(6) 2014 indicate that the vns had no response. It was noted that the plan would be to check for generator replacement. Clinic notes from the patient's previous neurologist dated (B)(6) 2013 note that the vns is not working. Clinic notes dated (B)(6) 2013 also note that the vns is no longer active. Clinic notes dated (B)(6) 2013 note that the vns is not working and there has been no change in the patient's symptoms with or without vns and that it is not necessary to replace the generator. No known surgical intervention have been performed to date.